Event description:
It was reported that the patient's pump was alarming and had been since (B)(6) 2012. The patient had stopped getting it filled in (B)(6) 2012 and it was noted no medication had been placed in the pump in (B)(6). The reason for no longer refilling the pump was not reported but it was noted the patient was no longer seeing their health care provider (hcp). The last time the patient saw her hcp in (B)(6) was to stop the pump therapy and it was noted it was not an option for the patient to go back to her hcp. It was noted the patient was to have lumbar/back surgery in approximately four months by another doctor and that surgeon had suggested they explant the pump as well at that time. The back surgery date had not yet been scheduled. The patient was in favor of this. It was reported the patient had wanted the two tone pump alarm that happened every thirty minutes to be shut off permanently. The device system had been used to deliver baclofen, morphine, and an additional medication that was unknown to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n077238, implanted: (B)(6) 2006. Product type: accessory: product ID 8709, lot# l64339, implanted: (B)(6) 1999. Product type: catheter. (B)(4).